Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and a review of the alarm log were performed. The damaged safety clamp shim was identified during the visual inspection. The cause of the condition could not be determined. To correct the condition, the safety clamp shim was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service by a baxter field service technician, a damaged safety clamp shim was found on a flogard infusion pump. There was no patient involvement. No additional information is available.